Event description:
The customer reported that the system had a precharge error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced during the service call. The system was found to be working and put back into service.